Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) units ECG cable and pressure cable have poor output signal. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse advised the customer to replace the pressure cable and ECG cables because the fse said the malfunction was due to long usage. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The customer replaced the cables.

Event description:
N/a.